Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that one of the customer's sensors had a missing electrode. The patient's blood glucose at the time of incident was 7.9 mmol/l. Troubleshooting was initiated. The sensors are inserted on the side of the customer's buttocks. The customer uses the serter for insertion but the sensors often get stuck. No products were returned or replaced.